Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties were encountered. The patient presented with typical chest pain. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric, de novo, target lesion was located in the non tortuous and severely calcified right coronary artery. After an unspecified size pt2 guide wire crossed the lesion, a 1.5mm x 15mm maverick balloon catheter was advanced for predilation. Then the 3.50mm x 20mm promus element stent was advanced but was not able to cross the target lesion. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. The distal outer was slightly kinked at various locations along its length. An examination of the crimped stent identified that the distal end of the stent was damaged. The 5 most distal rows were pulled distally beyond the distal balloon cone. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).